Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the customer was currently in the emergency room due to a high blood glucose level. Blood glucose level at the time of the emergency room visit was 500 mg/dl, but came down to 484 mg/dl. The caller stated that the customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was declined and the insulin pump was not replaced or returned for analysis.